Event description:
During labrum hip repair it was reported that one prong of the nitinol fork on the inserter broke off. Customer is not sure if the broken fork prong is in the patient or not. A 1.7mm suturefix drill and spike tip guide was used. The patient had very good bone quality. It was noticed that the fellow slightly moved the inserter handle back and forth after the anchor was deployed. He was doing this when he was trying to disengage the inserter from the anchor so the inserter handle could be removed and pulled out after anchor deployment. Exact location of the anchor¿s placement is unknown but access did not appear to be an issue. The doctor indicated that there wasn't anything visible on the x-ray. However it cannot be confirmed if the piece was flushed out or still remains embedded in the patient.

Manufacturer narrative:
Device evaluation: it was reported that one of the nitinol fork tines on the inserter of the suturefix ultra suture anchor xl broke off. The returned device was visually inspected, and the fork was confirmed to be broken. In addition to visual inspection, the part was inspected for tine thickness and width, and the material was analyzed. The dimensions were found to be within specification, and the material was confirmed to be nitinol. Further failure analysis was conducted, and it was determined that the sample ¿failed from overload¿, and that there ¿were no indications of faulty raw material, poor workmanship, or preexisting damage¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Although anticipated, the device analysis has not begun.(B)(4).